Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On october 2, 2024, novocure received the patient's medical records reporting about a follow-up appointment with the patient's physician on (B)(6) 2024. It was discovered that since april, the patient experienced weeping, painful, itchy, and bleeding skin redness. These reactions were affecting the scalp as well as the entire face and were steadily worsening. On the scalp, the physician noted extensive, sharply defined areas of erythema with weeping, crusting bleeding and secretory components. The wound fluid was running down the patient's scalp and across the face. The patient was in severe pain. The physician diagnosed an allergic contact eczema to the transducer arrays. The patient was prescribed betamethasone dipropionate/clotrimazole cream and oral fexofenadine. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient again reported severe skin irritation on various parts of his head. This occurred when using the same set of arrays for 2-3 days. The patient was advised to change arrays sooner, but he refused. The patient reportedly applied an ointment prescribed by his dermatologist to the affected areas. Usually, the patient took a break from optune gio of approximately three days until his skin healed. The prescribing physician was contacted for further information with no reply.